Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusions alarm occurred. The customer changed the supplies to address the issue. Customer¿s blood glucose level ranged from 138 mg/dl to 190 mg/dl.